Event description:
Information received indicates the brake caster will lock in brake but continues to rotate if pushed on from the side.

Manufacturer narrative:
The technician replaced the brake caster to repair the bed.